Event description:
It was reported that the pt experienced a loss of therapeutic effect. No stimulation was felt by the pt. The pt reached to grab their son as the son fell off a stool and stimulation was lost approx three days later. Impedances were normal - 4 electrodes were in use. Reprogramming was attempted using simple bipolar pairs along the whole lead but the pt still did not feel stimulation - even at 10.5v. The pt did not have pain control but was reported as doing fair. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)